Event description:
Pt experienced burns to the inner thighs which may have been a complication due to the length of the procedure combined with the particular positioning required for a liver ablation. The valleylab rem polyhesive ii pt return electrode was used with the rf 3000 radiofrequency generator.